Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The or manager at the hospital sent a fax to stryker france to report that "the inner packaging (tyvek) was damaged. The implant was no longer sterile, while the outer packaging (carton) was in perfect condition." Another implant was used to complete the procedure without consequences.

Event description:
The or manager at the hospital sent a fax to stryker france to report that "the inner packaging (tyvek) was damaged. The implant was no longer sterile, while the outer packaging (carton) was in perfect condition." Another implant was used to complete the procedure without consequences.

Manufacturer narrative:
An event regarding packaging damage involving a tritanium baseplate was reported. The event was confirmed by visual inspection. Conclusions: the senior quality engineer-packaging dept. Completed an investigation into this event, the memo provided states the following "a complete review of manufacturing device history records have been completed for all the complaints received from france as referenced above. Nothing has been indicative of manufacturing related stress or a material issue with the packaging. No complaints have been received from any other customers in the field for the remaining devices in the batches. These appear to be isolated to the single customer and the single device in each case. The defect could not be replicated manually. Based on a review of this information, the manufacturing site cannot assume responsibility for the defects encountered." The exact cause of the event could not be determined to have been caused at the manufacturing site. A commonality is observed in these events that have all been reported for blister flange damage from the same hospital.